Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in (B)(6) and had received a pump error alarm. They were unsure what type of error he got. The customer¿s mother mentioned that the customer had been trying to get the insulin pump to work for the past 4 hours but was unable to fix the problem. The customer did not have a back-up plan available. Troubleshooting was not performed. The customer¿s mother will tell him to call for troubleshooting. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.